Event description:
A 26mm x 16mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the treatment of an abdominal aortic aneurysm in a pt with excessive vessel tortuosity in 2001. It was reported that the runners were hard to pull down. A balloon was inflated inside the pant leg of the stent graft and a 16 french sheath was used on the contralateral side to stabilize the graft so it would not get pulled down it the aneurysm. It is reported that a good outcome was obtained and the pt is doing fine. Film review by an independent physician concludes that the february 2001 angiogram reveals a 22mm proximal aortic neck diameter and a 1.5cm length. The renal to aortic bifurcation length was 12cm. The right and left iliacs measured 13-14mm. Moderate to severe bilateral iliac angulation and tortuosity were noted. The physician concludes that an appropriate size endograft by angiogram was used and difficult runner retraction may be due to iliac disease in addition to physician technique. Limited info is available from the user facility or physician. No clinical sequelae was reported related to this event. Returned goods investigation reveals the device is returned without the stent graft. There are no kinks or necking on the catheter. The black ring is easily retracted. There are seven runners without kinks or bends. This info does not provide conclusive evidence for the complaint.